Event description:
A consumer implanted for non-malignant pain and degenerative disc disease/herniated disc pain reported the implantable neurostimulator (ins) was placed close to the spine at implant, but since then they had lost over (B)(6) pounds, and due to that the ins area hurt and was sore all of the time so they couldn't press against it. A revision was scheduled for (B)(6) 2017 and the healthcare provider (hcp) told the consumer to contact a manufacturer¿s representative (rep) directly in order to coordinate meeting with one. Following this the rep. Called the consumer and left a message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.